Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. At 5:04pm the patient tested on an unknown meter and received a blood glucose result of "hi" mmol/l. The patient experienced symptoms of being "tired, thirsty, and a burning sensation on the back of throat due to the ketones." The patient was transported to the hospital. At the hospital the patient received a blood glucose result "in the 30's mmol/l" at 5:30pm. The patient is being treated with a sliding scale of intravenous insulin. At the time of the report the patient was still hospitalized, it is unknown when the patient is going to be discharged. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.